Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was removed due to cuff erosion through the urethra; radiation therapy was reported as a suspected cause. Following healing of the urethra, a surgical procedure was performed to implant a new aus. No additional patient complications were reported.